Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5072-52 implantable pacing lead 2003-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high impedance on the rv coil electrode (hvb) and superior vena cava (svc) vectors. The threshold was slightly elevated from the previous clinic visit. The lead remains in use. No complications have been reported as a result of this event.

Event description:
It was reported that the rv lead was capped and was replaced.

Manufacturer narrative:
Product event summary #(B)(4). The actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary analysis noted lead impedance defib svc was out of range high. Two patient alerts for out of tolerance subthreshold lead impedance (B)(4) 2012 and (B)(4) 2013. Weekly hv lead trend data show various spike increases for max svc defib equal to 67 to 188 ohms range between (B)(4) 2012 and (B)(4) 2013. The lead impedance defib rv was out of range high. Two patient alerts for out of tolerance subthreshold lead impedance (B)(4) 2012 and (B)(4) 2012. Weekly high voltage lead trend data show various spike increases for max defib active can on impedance equal to 55 to 169 ohms range between (B)(4) 2012 and (B)(4) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.